Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, it was reported that during an arthroscopic procedure treating knee, while the electrode was being in use, the power was cut off. The complaint device was received and evaluated. Visual inspections revealed signs of activation in the tip. No visual damaged found in the shaft, tube and cord. Electrode was tested and it did not work during ablate/coagulate test and did not appeared any message during the modes. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr premiere50 electrode -ea: the device has not been returned in its original packaging. The active tip of the electrode shows no clear signs of activation. Saline residue in the suction tube. The electrode shaft, handle, cable and plug does not show any signs of damage. The electrical test was performed; as a result, the active continuity was failed. Functional testing was conducted using vaprvue generator (gml4854/2); the following result showed that during ablate and coagulate did not present any activation. Supplier summary: the customer stated that the power was cut off while the device was being used. The break in continuity was located across the electrical crimp. The activation test recorded no activation on either mode even after an extended period of pressing the ablate foot pedal. Following attempted activation, the active continuity was still found to be outside of specification. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation cap-was initiated in 2016 to investigate the intermittent connection within the device handle. The complaint device was manufactured prior to this change. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that this was an arthroscopic procedure treating knee injury on (B)(6) 2020. While the electrode was being in use, the power was cut off. The procedure was completed with a replacement without surgical delay. There was no harm to the patient. The device was the first use when the issue occurred.